Event description:
As reported by the end user, during a left heart catheterization, it appeared that the rotating adaptor of the manifold did not make a proper seal to the catheter. Because of this, the end user noted that air was able to enter into the fluid management system. The end user replaced the reported defective fluid management system with another new of the same device and continued without further complications. As no air was injected into the patient, there was no harm to the patient.

Manufacturer narrative:
Although it has been indicated that the reported defective device was disposed of by the end user, an investigation into the reported incident has been initiated. The results of this investigation has been provided in a follow up medwatch. (B)(4).